Event description:
During remote monitoring, a break in communication was noted on the device. The patient presented in-clinic, and the device was unable to be interrogated via bluetooth low energy (ble) telemetry. Abbott technical support was contacted, and ble telemetry was successfully restored to resolve the event. The patient was in stable condition.